Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. The patient indicated he had good continence until 2018 when he started experience leakage that was worse with coughing, sneezing, activity. The patient now needs between 2-4 pads per day. A new artificial urinary sphincter consisting of a cuff and pump were implanted. No patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence. The patient indicated he had good continence until 2018 when he started experience leakage that was worse with coughing, sneezing, activity. The patient now needs between 2-4 pads per day. The device functionally cycled the fluid, so sub cuff atrophy of the urethral was suspected. A new artificial urinary sphincter consisting of a cuff and pump were implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 800 cuff and pump components were visually inspected, microscopically examined, and tested for leaks. No damage, abnormality, or leaks were identified in the cuff. The pump kink resistant tubing (krt) was noted to be cuff in half and the filament was partially removed from the tubing consistent with damage occurring during explant. The pump passed functional testing and performed within product specifications. Product analysis was unable to confirm the reported urinary incontinence and atrophy. Inspection of the device found no damage or irregularities that would have caused or contributed to the reported event. The product record review indicated reported events do not represent an unanticipated event. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events of incontinence and urethral atrophy are included as potential adverse events within the product labeling. D6a implant date: approximate, only the year is known.